Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 23/40 kit w/ slot. The customer states that the pt was placed in the pt in (B)(6) 2012, but the catheter came off when the pt finished dialysis on (B)(6) 2013. The cuff was almost missing. Re-intubation was necessary. The pt is in good condition after catheter replacement.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the investigation results will be forwarded.